Event description:
Had mentor saline implants put in in 1991. Right one leaked so both replaced in 2000. Faulty implant on right side, leaked immediately and required re-replacement 1 month later. 2 pin holes found in supposed new implant that was put on right side in 2000.